Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an inaccurate delivery issue. The reporter stated the patient's endocrinologist suggested there may be an inaccurate delivery issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2014 with the following findings: during investigation, a review of the pump history showed the last bolus and the last basal delivery were recorded on 10/20/2013. The basal and boluses added up appropriately to total the total daily dose showing the pump was delivering accurately until the last date used. No alarms related to the complaint were noted in the alarm history; only typical usage observed. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications. No alarms occurred during testing. The issue of inaccurate delivery was not able to be duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.